Event description:
Same case as MFR ID: 2134265-2014-01689. It was reported that deflation failure, a shaft break and myocardial infarction occurred and the patient expired. Radial access was obtained. The >80% stenosed, approximately 2.75x90mm, lesion was located in the severely calcified ostium of the left anterior descending artery (lad). A wire was positioned in the distal third of the lad and pre-dilation was performed with two balloons with partial improvement noted. A 2.75x38mm promus element plus (pep) stent was successfully implanted. A second 2.75x38mm pep stent was then deployed at 14atms, overlapping the first stent. However, deflation of the balloon was not possible; the device was stuck. In an attempt to deflate the balloon and free the device, several devices/methods were utilized. The stent delivery system broke and approximately 10cm remained inside the patient. Attempts to remove the device fragment were not successful. In order to try and maintain cardiac output, a temporary pacemaker was implanted and tirofiban was administered. A myocardial infarction occurred at an unspecified time after the event. The patient was taken to intensive care where he died hours later.

Manufacturer narrative:
Device evaluated by MFR: a visual and microscopic examination of the returned device observed a the shaft was broken 113mm distal to the proximal edge of the midshaft bond. The midshaft was severely stretched and distorted and the corewire could be seen protruding from the site of the break. The distal section of the break containing the balloon and bi-component portion of the device was not returned for analysis. The hypotube was kinked at various positions along its length. Solidified contrast medium was visible in the inflation lumen and traces of blood were visible in the guidewire lumen. The device was soaked in a waterbath to remove the contrast media. The proximal section of the device was then attached to an encore inflation system and no evidence of an obstruction could be found. Fluid could be transferred through the proximal section of the device without restriction. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MFR ID: 2134265-2014-01689. It was reported that deflation failure, a shaft break and myocardial infarction occurred and the patient expired. Radial access was obtained. The >80% stenosed, approximately 2.75x90mm, lesion was located in the severely calcified ostium of the left anterior descending artery (lad). A wire was positioned in the distal third of the lad and pre-dilation was performed with two balloons with partial improvement noted. A 2.75x38mm promus element plus (pep) stent was successfully implanted. A second 2.75x38mm pep stent was then deployed at 14atms, overlapping the first stent. However, deflation of the balloon was not possible; the device was stuck. In an attempt to deflate the balloon and free the device, several devices/methods were utilized. The stent delivery system broke and approximately 10cm remained inside the patient. Attempts to remove the device fragment were not successful. In order to try and maintain cardiac output, a temporary pacemaker was implanted and tirofiban was administered. A myocardial infarction occurred at an unspecified time after the event. The patient was taken to intensive care where he died hours later.

Manufacturer narrative:
Device is combination product. (B)(4).